Manufacturer narrative:
The device referenced in this report has not yet been received by olympus (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer originally reported there was possible bacterial contamination of a cystoscope. When asked for the results of culture testing performed for the scope, the customer responded " "we don't have a microbiological report. Contamination (of the device) is suspected due to the recurrent infection in patients.". Additional details have been requested including number of patient's impacted. At this time, no further information has been provided. The scope is expected to be returned to olympus for evaluation/culturing. Olympus has not yet received the suspect scope.

Event description:
Update: additional information provided by the customer: the customer confirmed there were two patient infections occurring approximately 34 days after a stent extraction/removal procedure using this scope. Patient current condition is reported as ¿discharged¿. Case with patient identifier (B)(6) reports patient one of two. Case with patient identifier (B)(6) reports patient two of two.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Correction: the user provided their cds practices which was inadvertently left out of the previous report. The device was inspected pre-procedure. Precleaning is preformed immediately after the patient procedure, water is aspirated through the instrument / suction channel with a suction pump until the aspirate liquid becomes clear, and the auxiliary water channel is flushed with water. For manual cleaning the accessories were reprocessed without any defect, less than 30 minutes was taken from pre-cleaning to manual cleaning, the device was presoaked for more than 60mins, a leak test was performed in accordance with the instructions for use (IFU), the detergent used is enzimex 7. The brushed points were the instrument/ suction channel, suction cylinder, and instrument channel port. The detergent was aspirated through the instrument/ suction channel and the brush was inserted into the instrument channel from the suction cylinder. The instrument / suction channel was checked and flushing of the accessories as described in the IFU was performed. For manual disinfection the device was rinsed with filtered water prior and after manual disinfection the disinfectant used is peracetic acid (paa). Other drying methods was selected however the specific method was not detailed. An unknown model automatic endoscopic reprocessor (aer) manufactured by steellco is used with filtered water. After processed with the aer a simple cabinet us used for storage for a maximum of 60 minutes. The scope was sterilized utilizing h2o2, the serialization frequency was listed as other however was not specified. Maintenance is performed by olympus. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated no contamination. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects found during the device evaluation: scratches on the insertion section, scratches on the switch, scratches on the universal cord, scratches on the control body, corrosion and chipping on the connector, angulation failure, and leakage from the bending part. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and do to the following, olympus could not determine if there was any relevancy between the subject device and the phenomenon: ·there was no detailed information such as infected bacteria of the patients. ·the results of the culture test requested by olympus to the third party lab did not show bacterial growth. ·the reprocessing checklist that the user filled in showed no deviations from the instructions for use. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.